Event description:
The following has been reported: male patient, age 8, weight 29kg. I connect my corticosteroids 600 mg methyprednisolone in 100 ml g5%. I programme 100 ml on the pump over 4 hours at a rate of 25 ml/hour at 11.20am. During our lunchtime round, my colleague called to tell me that the bag was finished. It was 12.20pm. I checked my pump. I alert the doctors. Dextro was 6.4mmol. The child is fine. Monitoring for 15 minutes, blood pressure for 2 hours. No clinical consequences device discarded and stored in the biomedical workshop. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and no event was reported. Device log history was reviewed and analysed by local fk technical service. "The device was returned to brézins for investigation, device history log was reviewed and pump was tested with the same protocol by our investigator in brézins. First, with device history log, compared to description, the pump had infused at 100 ml/h, which explains the administration fasten than expected. In the second part, the pump was tested with the same proctocol, all tests performed are complaint. As per provided quality control certificate, no dysfunction of the device could be found. According to this investigation, the identified cause was a programming error by user (100ml/ instead of 25 ml/h).". This complaint is considered as use error. The trend is normal.